Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2012 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type ii and spinal pain. It was reported that the patient was called to a revision case yesterday. They couldn't 't interrogate the patients implant since the patient didn't recharge for a year. During the revision, with the first ins the impedance was out of range. The leads were removed from the ins and reinserted and tightened properly, but impedances were still out of range. The rep the tried another ins, but this was out of range as well. The rep initially didn't check the leads with the mltc. It was determined that the patient had a lead issue after 2 new ins were placed and had out of range impedances. The patient was scheduled for a lead revision. The rep stated that the ins was plugged. The patient was also recently in a car accident and had more pain since they had hurt their back. No further complications were reported.